Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had experienced three instances of overdose. It was noted the symptoms occurred suddenly. It was unknown when these instances occurred. No further information was provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported that no dates were provided to them regarding when the overdose instances occurred. It was unknown what led to the reported overdose instances. No specific symptoms had been reported to the rep. The rep indicated that the information was reported by the healthcare provider's office. Per the rep, the cause of the overdose symptoms had not been determined. It was unknown if any of the overdose instances involved a programming related error or problem. It was unknown if any actions/interventions were required to resolve the patient's symptoms. The patient's weight was unknown.